Manufacturer narrative:
(B)(4). Batch # r57k4vinvestigation summarythe analysis found that one long60a device was returned with no apparent damage and with an ecr60g partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria.it is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The manual switch was totally functional and worked without any issue noted during functional test. The device opened and closed without any difficulties noted.a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the opening of the cartridge seat blocked. It was not possible to perform the dissection. The safety lockout did engage and there was difficulty opening the jaws of the device. The jaws were not opened as they were not able to activate the reverse. There was no ae reported.